Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin when priming. The customer¿s blood glucose level was unknown. The customer reported that the battery life was diminished, minor scratches on the screen, down arrow is hard to push and unexplained no delivery alerts. The insulin pump will not be returned for analysis.